Event description:
Caller reported a malfunction on the pump, and there was no adverse impact to the customer's blood glucose level. Customer had not reported or reset the pump for this malfunction within the last 24 hours. Technical support provided information and assistance in resetting the pump, and after performing the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.